Manufacturer narrative:
This is a final report.

Event description:
Customers are receiving falsely elevated lipase results due to the carry over of acetaminophen to lipase when a multigent acetaminophen test is pipetted immediately before a lipase test from the same sample cup or tube on the architect c8000.